Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose level of 37mg/dl. The customer declined to troubleshoot and indicated that the low was due to not knowing how to treat after meals. No further details given.